Event description:
Information received indicated that balloon was reported to have ruptured. The intended procedure was angioplasty of a right cephalic vein shunt anastomosis. The vessel had unknown calcification and tortuosity, and a 95% stenosis. The slalom thrill balloon catheter was advanced to the lesion and the balloon was inflated using an indeflator. However, the balloon ruptured at 7 atmospheres. As noted, vessel characteristics were not provided. It is unknown if resistance was experienced during advancement of the catheter to the lesion or while crossing the lesion.

Manufacturer narrative:
The product was not returned to cordis for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly with lot number. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including burst test values. In this case, factors that contributed to the event cannot be determined.